Event description:
It was reported that during the implant procedure because the helix was block and unable to advance the lead was not implanted. This was confirmed before the implant. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.